Event description:
The customer reported having no delivery alarms most of the time. He stated that he ate dinner and bolused, but the device continued alarming no delivery. The caller mentioned that the tape he uses to stick the sensor does not attach well. During the call, the customer mentioned being hospitalized with high blood glucose of 500 to 600mg/dl and was treated with an insulin drip. The customer experienced vomiting, was delirious, and though he was having the flu. He also sated that he had one of the reservoirs were on recall, and he believes this was the reason why we was not receiving any insulin and ended in the hospital. The caller stated that sometimes the sensor is exposed to water because the adhesive did not hold and water seeped through. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.